Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2024 the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead shows noise and inappropriate shocks were delivered. Patient reported a bad fall in july and another one in august. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.